Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n393301, implanted: (B)(6) 2014, product type: accessory. Product ID: 977a290, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was noted that the patient had not been able to fully charge the implantable neurostimulator (ins) yet since implant and there was a coupling problem. The patient was having problems recharging the ins. All she was getting was the battery blinking, but she was not getting any of the ¿battery on it.¿ it was clarified that the patient had been seeing the normal recharging ins screen, but the ins battery level had not been increasing. She had been trying to recharge the ins for hours and hours, but the ins battery level did not move. She recharged the ins for 8 hours yesterday and tried for 6 hours the day before. The patient started a recharging session and she was seeing the normal recharging ins screen with the ins battery level flashing ¼. The patient turned the antenna dial a few times to see if it would help with coupling, but it did not. She was seeing all 8 coupling boxes, but none were shaded, and the antenna was placed underneath the incision line. The recharging issues had been ongoing since she got out of the hospital from the implant surgery. She had followed-up with a healthcare provider (hcp), but they instructed her to start recharging the ins because it was only ¼ full. She did not have a follow-up appointment in the office for another week. It was later reported that the patient was getting 0 coupling bar and she was charging a long time and not seeing ins battery increment. The rep was going to meet with the patient today and they were going to do further troubleshooting. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.